Event description:
The event is reported as: stapler jammed during use. No injuries reported.

Manufacturer narrative:
Eval method: sample returned to MFR, but investigation was not complete at time of this report. Conclusion: other - CAPA #(B)(4) was issued that addresses the issue of staples jamming.